Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the implant had to be removed from the patient due to failing/breaking postoperatively at the nail-blade junction. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown blade/unknown lot number. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: adverse event with required intervention. Event date is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on january 21, 2015, reporting only the nail ws broken, not the blade.